Event description:
Allegedly broken plate and screw lead to non-union. The plate was broken near the flange where screw engages the locking screw. Orig. Surg. 8 months ago. Revised 2 months ago. Normal activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01707, 01708, 01709, 01710.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made of the product.